Event description:
Infection in the right knee [joint infection]. Case narrative: this unsolicited case from united states was received on 25-jul-2018 from healthcare professional. This case concerns (B)(6) years old male patient who initiated treatment with synvisc and after unknown latency had infection in the right knee. No previous medications, concomitant medications and concurrent conditions were reported. Patient had a history of osteoarthritis on an unknown date in (B)(6), (B)(6) 2016 and (B)(6) 2017, patient received treatment with intra articular synvisc injection at a dose of 2 ml (batch/ lot number: unknown and expiry date and frequency: unknown) for osteoarthritis in right knee. On an unknown date, after an unknown latency patient had infection in right knee. On (B)(6) 2017 after a latency of few years patient was amputated below knee. Corrective treatment: amputation. Outcome: unknown. Seriousness criteria: medically significant. A product technical complaint was initiated on 01-aug-2018 for synvisc-one. Batch number: unknown global ptc number: 54887. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on 01-aug-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.